Manufacturer narrative:
Product event summary #geo event description: it was reported that premature battery depletion was suspected. The patient had her regular follow-up on (B)(6) 2018. Here, a remaining term of the pacemaker of 12 months was specified. On (B)(6) 2018, the pacemaker has been in the eri state, vvi, 65 bpm. The doctor wondered why the previously indicated remaining time was incorrect. I was first alerted to this case today. The patient has taken her explanted pacemaker home and would like to keep it. We werde able to create a std today. Preliminary geo assessment: print-outs on (B)(6) 2018 remaining longevity was <(><<)>1-22 months implant date: (B)(6) 2010 eri date: (B)(6) 2018 implant- eri: 8.3 years longevity calculation with output settings from print-out and assumed 100% pacing: 70 months (80%) preliminary geo conclusion: no device issue suspected. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) battery longevity estimation was inaccurate and the ipg reached premature battery depletion. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.